Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported separation was confirmed. The reported difficulty removing the protective sheath could not be replicated in a testing environment since the sheath was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty removing the protective sheath since the sheath was not returned for analysis; however, the reported separation appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation of the 3.5 x 15 mm nc trek balloon catheter per the instructions for use (IFU), the device separated in two pieces. The distal shaft separated when the protective sheath/stylet was removed. There was resistance noted when removing the protective sheath. There was no patient involvement and no clinically significant delay in the procedure. A new nc trek balloon catheter was used to complete the procedure successfully. No additional information was provided.